Manufacturer narrative:
Product event summary : the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 6935m55 lead; 429888 lead implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a lead integrity warning caused by non-sustained ventricular tachycardia (vt) episodes and short interval counts. It was noted that the rv lead had a suspected fracture. Detections was turned off and the patient was admitted into the hospital. During replacement of the rv lead, the rv set screw was not able to be engaged or tightened by the physician. The device was explanted and replaced, and the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.